Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the probe connector was broken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the fragmentation handpiece presented with low aspiration. Additional information will not be provided.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on august 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).